Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). The ICD was implanted less than a year before the increase in the sli. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). The ICD was implanted less than a year before the increase in the sli. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported. Additional information was received from the field representative mentioning that a defibrillation threshold test was completed, and a code 1005 related to open circuit condition during shock delivery. The shock, however, was successful. The ICD remains in service at this time, but the rv lead has been explanted at a surgical intervention as it was found fractured. The rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). The ICD was implanted less than a year before the increase in the sli. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported. Additional information was received from the field representative mentioning that a defibrillation threshold test was completed, and a code 1005 related to open circuit condition during shock delivery. The shock, however, was successful. The ICD remains in service at this time, but the rv lead has been explanted at a surgical intervention as it was found fractured. The rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). The ICD was implanted less than a year before the increase in the sli. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported. Additional information was received from the field representative mentioning that a defibrillation threshold test was completed, and a code 1005 related to open circuit condition during shock delivery. The shock, however, was successful. The ICD remains in service at this time, but the rv lead has been explanted at a surgical intervention as it was found fractured. The rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.